Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 27932 were returned and analyzed. The data showed 14 injections with a catheter and temperature issues unrelated to the complaint. Visual inspection of the sheath showed that the shaft was kinked at one inch and thirteen and half inches from the tip. Functional testing showed the deflection mechanism was working fine and the pull wire was not broken. In conclusion, the sheath failed the inspection due to the shaft kink. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the sheath was maneuvered to the right inferior pulmonary vein (ripv) and kinked about five centimeters from the end, and that the steering wire broke. The case was completed with cryo. No patient complications have been reported as a result of this event. The sheath subsequently tested out of specification per the manufacturer's investigation.